Event description:
It was reported that during laser lithotripsy, the fiber got overheated, and the fiber broke at the connector. The procedure was completed with another of the same device without patient complications.